Event description:
Related manufacturer reference number: 1627487-2019-06034. It was reported the patient experienced pain at the supraorbital lead site. As a result the patient underwent surgical intervention during which the supraorbital leads were explanted. Surgical intervention addressed the issue.